Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the patient reported that the therapy hadn't been helping their symptoms as much as it used to for probably like a year now. The patient stated they had pancreatic surgery last year in may and that after the surgery, they didn't know if it was just swelling or what it was, but their symptoms got way worse and back to where they were at the beginning. The patient stated they made an appointment with their urologist today and they wanted to make a change to their settings but they couldn't turn on their handset to make the change. Patient services reviewed external devices with the patient and the patient was able to get the handset to start charging. Patient stated they were using one of their own personal charging wall adaptors to charge the handset and they weren't sure where the initial wall adaptor that they got at implant was but before they couldn't get the handset to charge but now, they were able to get it to start charging so they said they were "good." Patient continued on about their symptoms: they stated they were concerned their lead had moved. Patient further explained that when they first got the surgery back in (B)(6) 2022, they hadn't been able to see where the lead was, but since then, they'd gained and lost weight and that their healthcare provider(hcp) told them when they were implanted that they were the smallest patient that they had ever performed an implant surgery for. Patient continued that now they could see the lead under the skin on their back so they wanted to know if that was normal and that was why they were concerned the lead had moved. Patient services redirected the patient to follow up with their healthcare provider about their symptom concerns and to check the implanted system. The patient stated they had just phoned their hcp office today ((B)(6) 2025) and made an appointment however the hcp who implanted their system was no longer at that clinic and the patient hadn't been able to find where that hcp had gone to so they'd just made an appointment at that same clinic but they didn't know who they'd be seeing when they went to the appointment. Patient stated they would follow up with the clinic to check the implanted system and they may call back for physician listings if needed. Patient inquired about device description function and programming and stimulation information, so patient services reviewed that information with the patient. When patient services was talking about the stimulation sensation, the patient stated they'd joked with their friends that their butt cheek would involuntarily "twerk" on occasion (due to the stimulation.) Patient services did not ask any further questions regarding this comment as they were focused on the reason for call and the patient continued on to say they will monitor their symptoms and maybe try a different program setting in the meantime while they waited to get into their urology appointment coming up. Patient stated they may call back to discuss more about programming once they'd had their appointment. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6) ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.